Manufacturer narrative:
Additional information provided: based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, a bubble in the incision resulting in a detachment of decemet's membrane during laser assisted cataract surgery. The surgery was completed without further complications and no additional treatment was needed. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).